Event description:
During arteriography (at end of procedure) pigtail catheter separated (? At weld) during removal from right femoral artery pt had obstructure disease in aortic bifurcation. Fortunately, it wedged so no embolus of catheter occurred.